Event description:
It was reported in the american college of obstetricians and gynecologist, volume 99, no. 6, 1067-1072. 6/2002 that the pt sustained a bladder injury post operatively from a sling procedure. The pt had no history of prior retropubic surgery. The occult bladder injury responded to bladder drainage for 1 to 2 weeks after the procedure following the replacement of the tvt. The occult bladder injury was identified when cystoscopy fluid flowed from the plastic sheath that covers the prolene tape after extraction of the trocar. The occult bladder injury was located at the anterior bladder wall, 2-3 cm from the urethral inlet at the 10 and 2 o'clock positions behind the pubic bone.